Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the assembly process on the sterile back table, the plastic shell with 28mm mod neck would not fit into the 51 cup. After further examination, it was discovered that the inner ring was broken. An alternate cup was used to complete the surgery. There was no impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. The event was confirmed with product received. Upon visual inspection the locking ring in the device was returned with the chamfer installed in the correct position. The locking ring was bent and twisted. The lock ring was measured for height and width and was found within conformance to the print. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.